Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient developed awful hives all over the body. An allergy specialist was not able to determine the cause or find a solution for the hives. It was noted that the patient had a nickel allergy. The patient was taking prescription medication for the hives.